Manufacturer narrative:
D4: lot number was identified during the complaint investigation process, therefore has been included in this follow up report, along with the date of expiration and date of manufacture. E1: initial reporter email address was added. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: review of the customer result log files contained within the ticket was performed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displayed a late florescent signal with an exponential curve in the fam channel. There is no potential amp plate carryover risk for the sid in this investigation after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 519968 is performing outside of established design performance specifications according to the amplification curves. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 519968 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 519968 and their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 519968. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 519968. The complaint history review identified one additional complaint related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 519968. Ticket is currently pending an investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 519968 was not identified.

Event description:
Customer reported one false positive result reported on their alinity m sars cov-2 assay. Customer did not confirm if the sample was retested or not. There was no report of impact to patient management caused due to this observation.

Manufacturer narrative:
Complaint will be elevated for investigation.